Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise on the right atrial (ra) channel. Technical services was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).